Event description:
An angio-seal device was deployed subcutaneously; half of the anchor and all of the collagen was visible at skin level. Pulsating oozing at the site was noted. The physician removed the angio-seal device and placed a femostop at the puncture site. Subsequently, the pt developed a hematoma. The pt was taken to ccu for 24 hrs; the hematocrit dropped to 26 and the pt received two (2) units of blood. It should be noted that the physician did not perform a pre-placement angiogram before the angio-seal device was deployed.